Event description:
It was reported that the hcu30 device would shut off during the warming process. The device will operate properly when restarted. No pt effect reported. Reference: (B)(4). Ref # MFR 8010762-2014-00185.

Manufacturer narrative:
(B)(4). Maquet tech investigated the device and was unable to duplicate the reported problem. The current probe was re-calibrated and the 20 amp breaker was replaced. Performance and functional testing was successfully executed. The unit was returned to service. A supplemental medwatch will be submitted if add'l info becomes available. Reference exemption (B)(4).